Manufacturer narrative:
Sterile date is unknown. Concomitant medical products: unknown femoral pn/ln unknown, unknown bearing pn/ln unknown, unknown tibial tray pn/ln unknown. Report source: (B)(6). Reported event was confirmed by review of x-rays provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were provided and reviewed by a health care professional. Review of the available records identified no records from the initial surgery on an unknown date were received. Review of the operative notes identified the patient was revised due to pain and loosening. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: articular surface size f 14 mm height item # 00588006014 lot # 63106971, distal femoral augment block size f 5 mm item # 00599003610 lot # 63426697, distal femoral augment block size f 10 mm item # 00599003620 lot # 63352223, tibial component precoat size 4 item # 00588000400 lot # 63162278, trabecular tibial cone, medium 46x34mm item # 00545001346 lot # 63020485. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the hospital refuses to return. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-06494, 0001822565-2018-06495, 0001822565-2018-06497, 0001822565-2018-06498. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient was revision due to anterior knee pain.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.